Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. As a result patient wished to have the entire system explanted. Surgical intervention took place wherein the entire system was explanted.